Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported the light handle cover is cracked.

Manufacturer narrative:
Correction: lot number: lot number has been corrected to reflect 1804437864. The lot number provided by the customer was not found in our databases. However, a similar number 1804437864 was identified which will be utilized for this review. A review of the device history record (DHR) for lot no. 1804437864 indicated the product was released meeting all quality standards. All dhrs are reviewed for accuracy prior to product release. In-process procedures are also in place to prevent nonconforming product in the manufacturing process. This ensures components and finished products meet all quality inspection standards. These controls include, but are not limited to: material verification/certification processes, dimensional specifications, statistical samplings, periodic audits, process inspections, machine maintenance/operation and personnel training and certification. No abnormal process conditions were present during the manufacturing of the product that could have led to the condition described by the customer. The DHR review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process. No product/sample was provided for evaluation. No additional information, pictures or videos were received. Therefore, a comprehensive investigation was unable to be conducted. The complaint file contains insufficient information to determine a specific root cause. However, due to previous evaluation on samples reported with similar condition, a multifunctional team has determined a formal investigation is required to address the ¿tear¿ condition. The reported complaint could not be confirmed. A root cause could not be determined. A CAPA is currently open to investigate and address the reported issue. A production notification was also provided to personnel to heighten awareness of the reported complaint. This complaint will be used for tracking and trending purposes.